Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 400 mg/dl. . Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 290 mg/dl. Customer blood glucose reading at the time of the incident was over 372 mg/dl. Customer high blood glucose reading stared on early (B)(6) 2017 at 10:00 am. Customer had nauseous earlier and was thirsty. Customer treated their high blood glucose reading with the insulin pump and injection. Customer did not mention if the drive support was damage. Customer changed their infusion set on (B)(6) 2017 at 2:00 pm. Customer did not mention if the cannula was bent. Customer did not mention if there was air bubbles or leaks. Insulin pump setting was correct. Customer did not perform high pressure test. Products will not be returning for analysis.